Event description:
It was reported that the surgeon inserted a competitor's lens using a mtc-60cf cartridge and the lens was torn during insertion. The incision was enlarged to remove the lens and another lens was successfully implanted. Pt current prognosis is good. It is unknown whether the incident was caused by a loading error or the cartridge.